Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 600 mg/dl. The patient did not contact their healthcare provider for high blood glucose. The patient stated that they do not have a back up plan. The patient was admitted at (B)(6) on (B)(6) 2015. The customer was still in the hospital being treated for high blood glucose and she does not have any supplies so we are not able to troubleshoot. The customer said that she call us back once she is home so that we can continue to troubleshooting for the high blood glucose.